Manufacturer narrative:
Case #(B)(4)- anterior cortical/cortex located by toric mark may have caused or contributed to the incomplete capsulotomy and subsequent capsular tear. Laser functioned as designed. No further clinical follow up was required.

Event description:
On (B)(6) 2024, ((B)(6)) it was reported that the dr. Experienced an anterior radial tear during procedure ID #(B)(4). It was noted that the anterior capsulotomy was not complete and the capsulorhexis tore, and subsequently ran out where one of the toric marks were supposed to be.